Event description:
Same case as: 2134265-2015-04985. It was reported that removal difficulties were encountered and tip of the rotawire was detached and remained inside the patient. The 75% stenosed, 1.57x34mm target lesion was located in the moderately tortuous and severely calcified middle of the left anterior descending artery (lad). Five ablations were performed with a 2.0mm rotalink¿ burr and a rotawire flop at 220,000 rpm. When attempting to remove the burr resistance was noted and the wire was unintentionally removed to the proximal end of the left anterior descending artery. Upon removal it was noted that radiopaque tip was detached and remained inside the patient. The physician commented that the wire may have been trapped with the vessel causing the detachment. A non-bsc snaring device and guide wire were used to retrieve the remaining portion but failed to remove. The remaining portion was left inside the patient and the procedure was completed with a stent deployed at the lesion. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).